Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the patient was admitted for abdominal pain and what they thought could be withdrawal symptoms. They were able to determine the pump was not empty but low and now the patient was discharged and looking for healthcare provider (hcp) to fill it. It was unknown what happened to their previous hcp so the agent sent a message to the local field team for listings. A company representative stated they would reach out. Additional information received from a company representative (rep) reported that it was determined that the patient's pump had been empty since (B)(6) 2024 or longer so the patient's spasticity had been managed with oral baclofen. Their pump was no longer being refilled due to a fallout between the patient's mother, the managing facility and the infusion company. The patient moved to another town and now saw a local neurologist so a meeting would be set up to discuss managing/refilling pump and resuming therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.